Event description:
It was reported that during a da vinci-assisted band-to-bypass surgical procedure that system fault 40084 occurred. The issue was reported to the intuitive tech support engineer (tse) after the procedure has been completed. The tse found error 25730, and other arm 3 errors, in the system logs. The tse walked the caller through an emergency power off (epo) of the patient side cart (psc) and the issue did not persist. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) went on site and replaced universal surgical manipulator (usm) 3 to resolve the issue. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. The reported errors were confirmed via system logs but were not replicated in-house. The unit was tested on an in-house system in normal mode and failed, triggering error 31226. The unit passed additional tests.